Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000035913.

Event description:
It was reported during a previous back surgery, a lead was severed and abandoned. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead was severed and abandoned.